Manufacturer narrative:
Submitted: 11/28/2018. An investigation was performed for the reported customer complaint: ¿the customer reported that he noticed during initial inspection prior to use, one tube is kinked.¿ a review of the device history record (DHR) for lot number 18a026fhx indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Eight (8) opened samples were returned for evaluation. Visual examination finds that the tube is kinked at the junction where it is bonded to the dip tube. Samples were reviewed with the manufacturing team and it was concluded the most likely cause is the coiling process that is completed prior to wrapping in blue wrap. The tube is either coiled too tight or coiled too close to the dip tube. The reported customer complaint is confirmed. The probable root cause was determined to be the tube is either coiled too tight or coiled too close to the dip tube, as a result of the coiling process. A quality alert has been issued to increase awareness of this event. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that he noticed during initial inspection prior to use, one tube is kinked.